Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/19/2014 with the following findings: the keypad cover was found to be torn through the bottom of the up arrow button towards the contrast button. Evaluation revealed that all of the keypad buttons were properly responsive; the reported event was not duplicated. The keypad cover was removed, and evidence of contamination was observed under the up arrow, down arrow, and contrast key contacts. Unrelated to the reported event, the display screen was found to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the up arrow keypad button was under responsive. Reportedly, the keypad cover was missing/peeling and torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.